Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 that about 20 days ago the patient was hospitalized for abdominal pain. During hospitalization intestinal complications occurred and the patient was operated to remove some intestinal loops and the device to allow the nutrition. The patient started oral therapy and suspended duodopa therapy waiting for better conditions. Patient hospitalized in intensive care.